Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump became hot to touch. Reportedly, the customer's skin got burned due to the pump being hot. Customer stated it "most likely" happened while the pump was against her stomach while she was sleeping. The customer was not aware of any temperature alarms. The customer's blood glucose level was 450 mg/dl and was addressed with a syringe bolus. Reportedly, the customer reverted to manual injections to continue insulin therapy. After the pump was charged for one hour, tandem technical support (cts) reviewed the pump data and verified that the pump was in the normal temperature range. A follow up call indicated that the customer would resume to use the pump and would monitor the pump performance. Additionally, it was reported that the customer's health care provider would be contacted regarding the pump-related skin issue.